Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a heartmate 2 (hm2) pump exchange. The patient had an obstruction inside of their pump. The thrombus was located in side the pump and on the rotor. The site communicated that the obstruction was obvious in the explanted pump and did not want an investigation so the pump would not be returned. Following the pump exchange the patient was stable in the intensive care unit (ICU), but had bleeding revision in the night and unfortunately passed away on (B)(6) 2022. Associated MFR: 2916596-2022-10168 covers the first pump thrombus.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between heartmate ii left ventricular assist system (lvas), serial number (B)(6) , and the reported bleeding and patient outcome could not be conclusively determined through this evaluation. The account reported that the patient underwent a pump exchange (refer to the investigation of (B)(6) under MFR# 2916596-2022-10168) on (B)(6) 2022 and was stable afterwards. The account reported that the patient had a bleeding revision later that night and expired after the revision. No product was returned for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. In section 1 ¿introduction,¿ bleeding and death are listed as adverse events that may be associated with the use of heartmate ii lvas. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides information regarding the recommended anticoagulation therapy, including inr values, as well as the suggested anticoagulation modifications. No further information provided. The manufacturer is closing the file on this event.